Event description:
A pt reported blood glucose results of "312 mg/dl and 246 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution are being replaced.